Manufacturer narrative:
Manufacturer ref# (B)(4). Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that this was an n-bca embolization of vertebral artery to treat dural arteriovenous fistula. The devices were used according to the instructions for use (IFU). To use the trufill n-bca (product code: 632500j, lot number; c123253733) and ethiodized oil were mixed according to the IFU. Although the j&j staff recommended mixing them in a beaker, the physician elected to mix using a three-way stopcock. After mixing, fluoroscopy confirmed radiographic mixing; however, on direct visual inspection of the syringe, white particulate-like residue was observed floating in the syringe, so use of the trufill n-bca was discontinued and replaced with a new one. After that, mixing was conducted using the same steps, and the new trufill n-bca could be used without issues. The procedure was completed. There was no negative impact to the patient. It is unknown if a continuous flush was done. The lesion was vertebral artery. Other concomitant device was fubuki sheath 4fr and 80 cm str guiding catheter. N-bca and ethiodized oil mixture. The remaining ethiodized oil was filled into a 3 cc syringe.